Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed minor damage to a bottom corner of the outer packaging box. The underneath of the packaging box showed faint amber discoloration, which is indicative of a leak. Upon opening the box, the foam inserts appeared intact. Amber-colored solution marks were observed along the inside of the box. The IFU is noted to show the same, amber-colored solution marks on the front and back cover. One safety seal was broken and the other intact. The jar is broken along the threads. A large remnant of glass is stuck on the gasket adjacent to the threads. Traces of dried amber colored glutaraldehyde is observed on the inside edge of the lid. Updated data: d.9: device available for evaluation? H.6: coding medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the device was stored at the facility for 9 months on a shelf with all other valves including avalus and hancock ll aortic valve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the glass jar associated with the hancock ii mitral valve was broken. Additionally, gluteraldehyde was found in the storage tray, and the valve box was wet. The device was never implanted.